Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the proximal end in the housing. The grip cable was fully broken at the clamping pulley. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Additional observation(s) not reported by site: the instrument was found to have a loose pitch cable at the idler pulley/force amplification pulley/proximal clevis. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.